Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked battery tube threads, minorly scratched lcd window, cracked case on corner of belt clip rails, pillowing keypad overlay, and cracked case on battery tube identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm: on (B)(6) 2022 at 14:01:35, 14:02:32, 14:03:21, insert battery alarm: on (B)(6) 2022 at 14:01:35, 14:01:54, 14:03:11, 14:03:27. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test nor insert battery alarms during testing. Customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked battery tube threads, cracked case on corner of belt clip rails, and cracked case on battery tube was noted. Customer alleged for failed battery test alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump alarmed with battery failed alarm. Insulin pump had crack at down side of the battery case. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.